Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have received no delivery alarm. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's current level is over 600mg/dl. Troubleshoot was conducted, and the cannula was found to be bent. The customer states the no delivery alarm was resolved by a complete set change. The customer declined to return reservoir and set for analysis.